Event description:
Customer reported when tending to an air-in-line alarm during an infusion of etoposide, the IV set fell apart above the upper fitment. The user immediately pinched the tubing and minimal leakage occurred. Reported increase frequency of bubbles in the line when administering etoposide. Stated etoposide is administered as a secondary infusion; the primary infusion is normal saline. Customer denied any occurrence of kinks or collapsed areas in the IV sets. There was no pt or staff harm reported and no medical intervention was required. Although requested, no additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.